Event description:
The customer reported that the system displayed an error during the boot process. Further info from the fse determined that the system locked up during the boot sequence. No pt serious injury or death wa reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.